Event description:
It was reported that during a lap myomectomy procedure, there was a solid tone sound after the surgeon used for 15 minutes. Account changed shears and blade, but solid tone sound again. Device broke during the surgery. No pt consequence.